Event description:
The customer stated, that she tested her blood glucose using her contour and elite meters. The elite meter read 127 mg/dl, while the contour read around 300 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The customer did state that she performed a control test prior to calling and the result was 106 mg/dl. The normal control range was not provided, but should be around 95-136 mg/dl. The csr attempted to troubleshoot the meter, but the customer was in a hurry and ended the call. No product will be return for eval.